Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a detached luer connector is confirmed but the exact cause remains unknown. Two photo samples of a statlock IV plus extension set were provided for evaluation. The first image shows the kit packaging and extension set. The packaging information indicates lot: juez0923.the extension set is shown with the clamp present over the tubing. The male luer connector is completely detached from the extension tubing. The second image shows a closer view of the extension set. No evidence of a tubing fracture was noted. Adhesive rings appear to be present on the extension tubing. Based on the information provided, possible contributing factors include exposure to excessive tensile forces and material fatigue. Since the extension tubing was observed to be detached from the connector, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported that the ¿powerglide midline extension set became disconnected, when pulled or caught, leaving the catheter open to air. The disconnection occurred where the inflexible proximal end (near the luer lock) is joined to the flexible, longer, distal part, that houses the external clamp.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of juex0923 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the ¿powerglide midline extension set became disconnected, when pulled or caught, leaving the catheter open to air. The disconnection occurred where the inflexible proximal end (near the luer lock) is joined to the flexible, longer, distal part, that houses the external clamp.